Event description:
It was reported that the power block on the device's secure connect power cord falls off, causing the small plug to remain in the wall. It was further reported that a nurse received an electric shock. Attempts are being made to gather additional details from the user facility.

Event description:
It was reported that the power block on the device's secure connect power cord falls off, causing the small plug to remain in the wall. It was further reported that a nurse received an electric shock.

Manufacturer narrative:
The catalog number was updated. Several attempts were made to gain more information regarding the alleged event and injury; however the customer did not respond, and no additional information was gained. H3 other text: unable to determine specific device, not available for evaluation.